Event description:
Report received of an over-delivery. The customer indicated that the event was the result of an error in programming the device. The pump was initially programmed to deliver 1000ml of ns with 20meq of kci at 150ml/hr per physician order. In 2003 at 0618, the physician ordered the infusion rate to be reduced to 75ml/hr. After an unspecified length of time, the patient and the pump were transferred to another floor. At 0925, a second nurse reportedly reprogrammed the pump to deliver at the originally ordered rate of 150ml/hr instead of the intended 75ml/hr. At 2011, the patient complained of shortness of breath. At this time, the nurse noted that the pump was not programmed according to the latest physician order, the patient was treated with 20mg of lasix IV and 4l/min if oxygen via nasal cannula for volume overload and pulmonary edema. The patient was reportedly given another 20 mg of lasix the following day "to finish the dose". The patient was discharged 2 days later with no reported adverse sequelae. Though requested, no futher information was available.